Manufacturer narrative:
(B)(4). The customer reported that while positioning the CT couch to start a patient procedure, the CT couch dropped vertically and the emergency stop (estop) opened. The operator closed the estop to proceed and completed the procedure successfully. The philips product support representative, who assisted the customer with the call to the help desk, confirmed there was no harm to a patient, operator, or bystander. The customer did not report any recognizable stuck buttons and the estop opened automatically when the CT couch dropped. Philips service identified the following errors in the log files collected on 07-nov-2015: "s_couchmgr_vert_motion_stop" and "s_manmot_vertical_stop_error error". Philips engineering reviewed the bug report associated with this occurrence and determined the ¿unload¿ command was stopped just as the vertical move was being started. This resulted in the downward motion starting as the stop request was being processed. The software detected that the motion did not stop as requested and opened estop to stop the motion.

Event description:
The customer reported that while positioning the CT couch to start a patient procedure, the CT couch dropped vertically and the emergency stop (estop) opened. The operator closed the estop to proceed and completed the procedure successfully. The philips product support representative, who assisted the customer with the call to the help desk, confirmed there was no harm to a patient, operator, or bystander.